Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak detected. The unit was swapped out for another. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional point of contact: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse couldn't be able to replicate the reported issue of "gas loss in iabp circuit". After that the unit had passed the safety and functionality checks according to the service manual and it is being passed to the factory specifications. The unit was returned for clinical service upon completion.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.